Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had drive count error. Customer's blood glucose level was 136 mg/dl. Customer did clear the alarm successfully but, was not able to rewind the insulin pump. The insulin pump was not exposed to any magnetic field. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.